Manufacturer narrative:
The customer reported a complaint that "the thermogard xp ivtm system (sn (B)(6)displayed mid:14 (bg power supply) error message" was confirmed based on the review of the event log and visual inspection. Zoll service personnel noticed a loose umbilical connector from I/o pca to hmia box during visual inspection. The loose umbilical connector caused the thermogard system to display mid:14 error, which likely occurred during device transportation. Internal component connections may become loose due to transport vibration. Upon visual inspection, no physical damage was observed. The event log indicated a mid:14 error on the customer reported event date; thus, confirming the customer's reported complaint. In addition, unrelated to the customer's reported complaint, the event log indicated mid:16 (software) on the reported event date. The loose umbilical connector caused both the observed errors. After reconnecting and securing the umbilical connector to the hmia box, the thermogard system passed the functional testing and overnight burn-in testing without any error. During service, unrelated to the reported complaint, the system labels and display head firmware were upgraded to the current part revision and software version. Following service, the thermogard xp ivtm system passed all the final functional tests without any error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for thermogard xp ivtm system with sn (B)(6).

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system (sn (B)(4)) for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(4)) displayed mid:14 (bg power supply) error message. The customer provided no further information. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided.